Event description:
It was reported that the pump was on, but the display remained black. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy. The customer continued to use the current pump and will revert to an alternate insulin therapy if necessary.